Event description:
Pt was revised to address device fracture and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Review of product lot wxg-14 manufacturing records identified one deviation (dev. 2545). Review of dev. 2545 identified that it was raised regarding a revision to the document checking operation, to be completed before the irradiation process. It was confirmed that this should have had no effect on the reported incident. Following investigation by bioengineering, it was concluded that: root cause undetermined. It is likely that the implant failed from fatigue though without further patient details in the period prior to the onset of the pain, a cause of failure cannot be determined. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.